Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify unresponsive keypad/stuck button alarm or low battery alarms due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stuck button alarm. The customer¿s blood glucose level was 120 mg/dl. Customer stated that they did press a button down for 3 minutes or longer. Customer stated that they were able to clear the alarm and buttons were working. During the process of rewind, the customer was not able to exit the alarm then insulin pump alerted low battery. The insulin pump will be returned for analysis.